Event description:
It was reported that this right atrial lead exhibited noise. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. During the explant procedure it was found that the insulation of this lead was damaged. No further adverse patient effects were reported.